Event description:
Caller reported a malfunction on the pump, which occurred potentially due to a hard impact while changing the cartridge. There was no adverse impact to the customer's blood glucose level following the incident. Technical support provided information and assisted with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.